Event description:
Pt with guillain-barre, resident at local nursing home was experiencing difficulty with her peg. Peg had been placed at another facility on dec 5, 1998. Admitted here as an "sdc" on may 24, 1999 for replacement of her peg. Original peg found to have a tear in the distal end of the tube. MFR unk.